Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a recurring replace battery now alarm. The alarm occurred on the second or third day after a battery change. The insulin pump alarmed failed battery test. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The detailed trace analysis confirmed the power error 25 and low battery alarms were triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with operating currents within specification. No unexpected replace battery now or failed battery test/battery failed alarms were noted. The pump was received with a scratched case, a cracked select button keypad overlay, a keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.